Manufacturer narrative:
Device return: received one (1) used b3300 and open pkgd. Unused acacia trifurcated ext set. Visual inspection and analysis was performed. The results recorded the returned b3300 microclave plug exhibited slight damage/missing material at the plug slit and was heavily encrusted with white viscous substance. Extended decontamination did not remove all of the white substance from the device silicone plug. Functional and performance testing was performed. The results recorded that even though the microclave was partially occluded with lipids, flow testing at 104 cc/min. Recorded no leakages and or flow issues. Additional testing was performed where the returned b3300 microclave was: pressure tested with a locking syringe at 400 psi. The results recorded no leakages. The b3300 microclave was also tested with a 3ml locking syringe attached to a capped acacia trifurcated ext set at gravity pressure and 45 psi. The results recorded no (back) flow issues, leakages. Testing was then performed using an in-house 1ml slip luer syringe attached to a capped acacia trifurcated ext set to replicate high/extreme pressures. The results recorded no (back) flow issues but leakage was replicated. Conclusion: visual analysis of the returned "as-received b3300 microclave connector confirmed the presence of residual lipids between the body and spike indicating leakages occurred during use. Testing and analysis recorded no b3300 microclave performance issues, leakages or flow issues replicated. Additional engineering testing and analysis were only able to replicate leakages under non-typical clinical applications where set-ups/usage utilized high pressures. Exact cause of the problem remains unknown.

Event description:
Ufmw received reporting flow and leakage problems involving use of b3300 microclave connector and acacia ext. Sets. The report states on (B)(6) 2011 "...patient was receiving total parenteral nutrition (tpn) lipids and antibiotics. The lipid line started to back up. The microclave was replaced eight times and still continued to back up in the lipid line. The product was removed and the lipids infused without difficulty. There were no reported adverse patient consequences.